Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s device was ¿dead.¿ the patient stated that it¿s been too long since he has charged, so he can¿t communicate with his implantable neurostimulator. The patient couldn't communicate with his implantable neurostimulator starting about 6 months prior to the report. He hasn't charged his implantable neurostimulator in a long time (about 6 months) because the therapy hasn't worked that great for him. Since he got the device, he had higher expectations than what has actually taken place. The therapy has become more of an annoyance than anything. The implantable neurostimulator was hurting him when he sits or lies down. He thinks the implantable neurostimulator has migrated around starting in the last couple of months leading up to the report. He can¿t do much on the left side when he sits or sleeps. The patient already has this trouble due to his back issues, but now he has the implantable neurostimulator bothering him as well

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.